Event description:
The customer reported to olympus, the water channel and suction channel on the evis exera iii gastrointestinal videoscope tested positive for 4 colony forming unit (cfu) of aerobe sporenbildner, and one colony forming unit (cfu) micrococcus species on (B)(6) 2022, and tested positive for 6 and 8 colony forming unit (cfu) of staphylococci and 2 colony forming unit (cfu) of aerobe sporenbildner on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses sekusept plus 1,5% detergent, suctions water out of the channels and flushes out the air/water, and auxiliary flushing washing channel. During manual cleaning, the customer used steris duoswift-cleaning brush valve control head brush (pattern at the endoscope) and brushes the operating channel, the suction pistons/cylinders, the operating channel port. The customer manually disinfects the scopes using sekusept plus. For automated endoscope reprocessor (aer) treatment, the etd3 plus paa (olympus) aer reprocessor along with cleaner endodet plus detergent and endodis paa disinfectant was used the scope was stored in a cabinet without a drying fuction and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - scope cover has a crack - due to a crack on scope cover, water tightness is lost - label on scope connector is peeled - distal end cap cover has a chip - adhesive on bending section rubber has a crack - due to wear of angle wire, bending angle in up direction does not meet the standard value however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.